Manufacturer narrative:
The event date was approximated to (B)(6) 2019, as the patient was diagnosed with obstruction in (B)(6) 2019 and no specific event date was provided. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The implant date was approximated to (B)(6) 2018, as the reported date of implantation occurred in (B)(6) 2018 and no specific date was provided. The mesh was implanted at (B)(6) university hospital and the patient was treated at (B)(6) hospital. (B)(6). (B)(4). Repoprt source: (B)(6): danish medicines agency (dkma) reference number:(B)(4) ; submitted to dkma (danish medicines agency) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) procedure performed in (B)(6) 2018. According to the complainant, the patient experienced urgency incontinence after the procedure. In (B)(6) 2019, when the patient was examined in another hospital, it was found out that she also had a moderate obstruction. Subsequently, mesh excision was required. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.